Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed as planned by switching on the stabilizer. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not functioning. Review of the system log file showed that x ray was not possible as cooling unit was powered off. Upon troubleshooting, the fse found that the cooling unit was not working, there was no 3-phase supply in the e cabinet and the stabilizer was switched off. To resolve the issue, fse switched on the stabilizer to turn on the cooling unit. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the fluoroscopy system was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.